Event description:
Insulin spilling out of pump. Changed the syringe 3 times. Bg's in the 400's and 500's. Patient on disconnection guidelines. Patient stated "this morning, (B)(6) 2010, I woke up at 3:51 sick, sugar 366; by 8:26, I had taken 17 u insulin, exercised vigorously and my level came down to 149 (but this is with nothing to eat.)" Patient did not seek nor receive medical intervention, rather, he started insulin injections and exercised to bring his blood sugar levels back down

Manufacturer narrative:
Problem is currently found in two separate lots of the glucopro syringe: 0e17c and 0e26g. Both lots have been recalled, but we have not yet received a recall number.